Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while the customer was playing basketball, the pump touchscreen became cracked and unresponsive, causing the customer to experience a "high" blood glucose (bg) level. A correction bolus via the pump and manual injection were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.